Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving inconsistent stimulation and overstimulation from the scs system. In addition, diagnostic testing reflected impedance issues. As such, the patient may undergo surgical intervention at a future date to address the issues.